Event description:
It was reported during an unknown process step of peritoneal dialysis (pd) therapy, the titanium adapter disconnected from the transfer set, further specified as "falling off or loosening" at the at the connection with the titanium adapter. The cause of the disconnection was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. On an unreported date, pd therapy was discontinued, and the patient was transferred to hemodialysis therapy. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.